Manufacturer narrative:
One-half of an intraocular lens (iol) was received making a diopter measurement of the device impossible. Batch records were reviewed and showed no deviations. Visual inspection of the optic part took place and no optical deviations could be found. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 19.0 diopter of this lot number. Review of the historical complaint data base revealed that no other complaints from this lot number were received. The results of our investigation and the information received in our follow-up with the reporter stating the initial implant was exchanged for a higher diopter lens reasonably suggest this event was not caused by the iol. All information available is included in this report.

Event description:
It was reported the multifocal intraocular lens (iol) was exchanged without complication six weeks postoperative. The reason stated was improper iol power implanted. The lens was replaced with a higher diopter lens of the same model.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was received but has not yet been evaluated. The iol met all manufacturing specifications prior to release. The surgeon implanted a higher diopter lens of the same model suggesting this event was not caused by the iol. All information currently available is contained in this report. A supplemental report will be filed as necessary when additional reportable information becomes available.